Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump¿s screen had large scratch and screen was hard to see. Customer¿s blood glucose was unknown. Customer also reported that insulin pump was not showing a message, but the screen was going black. Customer stated that when they go outside in the heat, the device does not work, and it shows a message on the pump that it is too hot. Customer mentioned that customer can read the screen and insulin pump work as designed. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will not be returned for analysis.